Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an unknown procedure. After firing the clip, the device became stuck. The physician applied counter traction with the left hand and pulled the device out. Hemostasis was achieved using manual compression. There were no adverse patient effects. No additional information was provided.